Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic conducted a post market clinical follow-up (pmcf) survey to seek out potential new risks and assess performance of medtronic¿s protégé rx self-expanding peripheral stent system and medtronic¿s protégé gps self-expanding peripheral stent system. Survey results are received for a vascular surgeon practicing in (B)(6). The physician has been using both devices for the treatment of lesions that appear to be at high risk for restenosis following pta in the subclavian arteries since 2017. Within the last 12 months, the protégé rx self-expanding peripheral stent system was used for the treatment of lesions that appear to be at high risk for restenosis following pta in the subclavian arteries in 5 procedures. During use of the protégé rx self-expanding peripheral stent system hematoma and intraluminal thrombus events are reported. None of the hematoma events are reported to have been device related and were reported as being not at all concerning. The intraluminal thrombus event is reported to be have been somewhat concerning and occurred 3 weeks after insertion. This regressed under anticoagulant treatment. Associated with stent placement an event of stent damage or entanglement is reported requiring removal of the device. The event was deemed device related and reported as being somewhat concerning. The protégé gps self-expanding peripheral stent system was used in 6 procedures within the last 12 months for the treatment of lesions that appear to be at high risk for restenosis following pta in the subclavian arteries. Hypertension or hypotension is reported as a complication which was deemed to be not device related and reported as being not at all concerning. A partial stent deployment is reported to have occurred requiring prosthesis removal. This event was reported to be somewhat concerning and deemed device related.